Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam while using their epiq ultrasound system. According to the customer, images from a previous study merged with the next patient¿s information. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
The service engineer upgraded the software to the latest version on the customer's system. The system logs were received, and an investigation was performed. However, they did not show the reported issue, and no images were provided showing the issue either. Due to insufficient data on the reported issue, no determination could be made. If pertinent information becomes available to the manufacturer on a later day, an addendum to this final report will be filed.